Event description:
A report was received that the patient¿s battery depletes fast. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s battery depletes fast and a lead fracture was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s battery depletes fast and a lead fracture was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.